Event description:
This pi is for the 2014 revision. As per pss implant request: failed right knee total knee with broken components; morbid obesity with bmi greater than 44. This patient has a # 9 scorpio ts femoral component with a 23x80 stem extender. There is a fracture of the implant at the stem femoral junction. The patient has a #13 scorpio tibial tray with 10mm augments medial and lateral and a 16x80 stem extender. Also implanted in tibia is a 59mm trabecular metal cone (competitor). Currently a size 11 8mm scorpio ps tibial bearing is implanted. Needed for this next revision is an insert (ps or ts) to mate with a triathlon ts femoral component. The surgeon need to leave the current tibial construct implanted. Patient has had several knee revisions. 2005 both components revised, 2006 tibial insert revised, 2014 the tibial tray and insert revised.

Manufacturer narrative:
Reported event: an event regarding revision involving an unknown scorpio tibial baseplate was reported. The event was not confirmed. Method & results: -device evaluation and results: material analysis, visual, functional and dimensional inspections could not be performed as the device was not returned. -clinician review: no medical records were received for review with a clinical consultant. -device history review: could not be performed as lot code information was not provided. -complaint history review: could not be performed as lot code information was not provided. Conclusion: it was reported that 'this pi is for the 2014 revision. As per pss implant request: failed right knee total knee with broken components; morbid obesity with bmi greater than 44. This patient has a # 9 scorpio ts femoral component with a 23x80 stem extender. There is a fracture of the implant at the stem femoral junction. The patient has a #13 scorpio tibial tray with 10mm augments medial and lateral and a 16x80 stem extender. Also implanted in tibia is a 59mm trabecular metal cone (competitor). Currently a size 11 8mm scorpio ps tibial bearing is implanted. Needed for this next revision is an insert (ps or ts) to mate with a triathlon ts femoral component. The surgeon need to leave the current tibial construct implanted. Patient has had several knee revisions. 2005 both components revised, 2006 tibial insert revised, 2014 the tibial tray and insert revised.' The exact cause of the event could not be determined because insufficient information was provided. Additional information including device details, device return, operative reports, progress notes and x-rays are needed to fully investigate the event. If further information becomes available, this investigation will be re-opened.